Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the manufacturer representative that they had difficulty charging since a flight approximately one month ago. The patient was overdischarged. The patient stated they were required to go through the x-ray scanner at the airport and the difficulty charging began after that. The antenna locate feature was used to find the best location for the recharger antenna and the patient was doing the first physician mode recharge and the device reset was in progress. The error code seen when the power on reset was cleared was 0x8. The issue was not resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.